Event description:
On or about (B)(6) 2011, while a pt in the bone marrow transplant unit of (B)(6), I suffered a cut near the tip of my penis, from the sharp edge on the molded plastic urinal material through which insertion is required. I bled profusely, and blood was reported in my urine. Thanks to frequent urinations and the fact that I was being given antibiotics for infection of undetermined origin, the bleeding stopped within 24 hours, and the cut itself healed without becoming infected. I was discharged from the hospital on (B)(6). Prior to discharge, one of the nurses searched the supply room and provided a replacement urinal which she thought had a somewhat less sharp edge. Her supervisor indicated that she was writing a complaint report about the sharp edged urinals. Subsequent to returning home, I visited the nearest (B)(4) pharmacy and examined their type of urinals of similar but equivalent design. Theirs also had the same sharp edge. So this appears to be a generic problem associated with manufacturing processes of the class 2 plastic material. I conclude that this is an unsafe design, associated with lid retention, which should be subject to recall or removal from the market. Is there no standard or design requirement for these devices that would result in a rounded corner on the hole through which human flesh must be inserted?